Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
No output/no failure code. Will only beep. Will not cut at all unable to verify complaint. Unit powers on and has output when preliminary testing done. Repair order 97837 1216677-2022-00052 quantum2000 electrosurg 909075 e-complaint-(B)(4).

Event description:
No output/no failure code. Will only beep. Will not cut at all. Unable to verify complaint. Unit powers on and has output when preliminary testing done. Repair order (B)(4). 1216677-2022-00052 quantum2000 electrosurg 909075 e-complaint (B)(4).

Manufacturer narrative:
Investigation. X-review DHR. X-inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/11/2013 under wo #(B)(4) and shipped on 10/07/2013. Manufacturing record review: DHR 148889 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97837, this unit was at csi on 02/08/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. *was the complaint confirmed? No. Root cause: the product tested to specification free of functional defects. The device was found to meet all visual and functional test specifications. No root cause applicable as no defects were noted. Correction and/or corrective action. The unit was evaluated with no defects found, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.